Manufacturer narrative:
The device has not been returned to olympus. Olympus technical support has made multiple attempts to reach the customer with regards to the clv-190 and the lamp issues; however, no response has been received to date. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-190 is having issues with the main lamp not illuminating. There was no report of any patient harm or involvement however; olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This report is being updated to report the investigation findings. New information is reported in h4, h6, and h10. A review of the device history record (DHR)was conducted and it was confirmed there were no abnormalities in the manufacturing of the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported issue: check the lamp usage indicator. When the "500 h" indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, "replacement of the examination (xenon) lamp". Investigation concluded the root cause could not be identified. However, possible causes of the customers reported phenomeon could be related to: not following IFU as it related to the hours of lamp use indicator warning. The customers device has been operation for more than three years without replacement.